Event description:
Additional information received reported an examination was performed (B)(6) 2016 and the patient was reprogrammed.

Event description:
A health care provider (hcp) for a clinical study reported that the patient had a balance problem, walking difficulties, and they fell once a day. An examination was done on (B)(6) 2016. On (B)(6) 2016, the patient was given requip and their dose of stalevo was decreased. The event was related to the device or therapy and programming. The event was not related to the implant procedure. The event was ongoing. Additional information received approximately four months later reported the patient was reprogrammed on 3 occasions: (B)(6) 2016. Physiotherapy was performed for the patient (B)(6) 2016 and resulted in in-patient hospitalization. The patient was hospitalized (B)(6) 2016 for balance trouble, falls, and dysarthria. On (B)(6) an examination was performed with no improvement of the balance trouble, dysarthria and dystonia on the left upper limb. The patient was again hospitalized (B)(6) 2016. It was identified the patient had improvement of the dystonia and dysarthria, but worsening balance trouble on (B)(6) 2016.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2017 after the stimulation was stopped.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new event information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). When inquired if the device was considered abandoned in the patient or if stimulation will be turned back on in the future, it was stated that "no medical decision taken on becoming implants. But for the instant, the patient is not stimulated". No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported additional interventions included medications being administered, specifically apokinon, on (B)(6) 2016. Furthermore, therapy was suspended (B)(6) 2017. No complications were reported/anticipated.